Event description:
Describe event or problem section has been rewritten from the initial report to clarify the event: the account stated a renal patient sample generated a (B)(6) architect hbsag qualitative confirmatory result. The specimen was reactive for architect hbsag qualitative screen but failed to neutralize (B)(6) with architect hbsag qualitative confirmatory assay. The account stated the patient was (B)(6) and vidas confirmatory method was able to neutralize the sample to generate a (B)(6) confirmed (B)(6) result. Additional testing showed the patient sample to be (B)(6). The account questioned the architect hbsag qualitative confirmatory assay to detect mutants. Architect hbsag qualitative confirmatory assay result interpretation: (B)(6). Data provided: (B)(6).

Manufacturer narrative:
(B)(4). Describe event or problem was rewritten from the initial report to clarify the event. Concomitant medical products: architect hbsag qualitative, list (B)(4), lot 91441lf00. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Event description:
The account stated a renal patient generated a (B)(6) architect hbsag qualitative result but failed to confirm (B)(6) with architect hbsag qualitative confirmatory assay. The account stated the patient has (B)(6). The (B)(6) architect hbsag qualitative confirmatory result was reported outside of the laboratory. No impact to patient management was reported. Data provided: no units of measurement provided. (B)(6) 2010: (B)(6). (B)(6) 2010: (B)(6). (B)(6) 2010: (B)(6). (B)(6) 2010: (B)(6). (B)(6) 2010: (B)(6).

Manufacturer narrative:
(B)(4). Concomitant medical products: architect hbsag qualitative, list 1p97-30, lot 91441lf00. This report is being filed on an international product, architect hbsag qualitative confirmatory, list 1p98-25, that has a similar us product distributed in the us, architect hbsag confirmatory, list 1l81. An evaluation is in process. A follow up report will be submitted when the evaluation is completed. An investigation is in process.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints and a review of labeling. No samples were available at the time of this investigation. From analysis of the patient data provided by the customer, there appears to be some interference in relation to the neutralization process. In the absence of any further samples it is possible only to speculate what the cause of this may be. Given the relatively high content of (B)(6) produced by the patient and the relatively low concentration of (B)(6) this may have led to the formation of complexes between (B)(6) in the patient sample and subsequently to a lower rate of neutralization of below (B)(6). Unfortunately, architect hbsag qualitative confirmatory (B)(6) results were not evident in the (B)(6) result log files retrieved from abbottlink for the sample ids provided by the customer's laboratory. In relation to the referenced (B)(6) result using the vidas assay, information regarding this assay is not available; therefore, results cannot be directly compared with this assay to the architect hbsag qualitative confirmatory reagent kit. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results, as well as, the limitations of the procedure. Based upon the investigation, it has been determined that architect hbsag qualitative confirmatory assay, list number 1p98-25, is performing as intended. No product deficiency was identified.